Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, it's possible the cause of the faulty patient board set is related to the effects before countermeasures related to a change in the design of the operational amplifier circuit on the dr board (printed circuit board) were implemented, or a poor connection with the video connector. It was confirmed that the design change of the operational amplifier section of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, a faulty patient board set was discovered and caused no image to appear when 180 series scopes were being used. Additionally, the connection site was compromised due to a worn-out video connector socket. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not functioning properly during procedure preparation. According to the initial reporter the associated evis light source device is primarily used as a means of bypassing the subject device video system. There was no patient harm reported as a result of the above event.